Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited noise and low pacing impedance. Upon interrogation, automatic mode switch due to noise over-sensing was confirmed. The lead was capped and replaced on (B)(6) 2021. The patient was discharged from hospital.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.